Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. The retainer cap and handle assembly returned loose from the barrel of the device. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and two similar complaints for this lot number was identified.

Event description:
A customer alleged during use, the inflation syringe unscrews. No reported patient injury.